Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver was able to be charged and rebooted. Functional testing was performed and it passed. The receiver log was downloaded, the data shows unexpected receiver shut-down on day of issue. The receiver case was opened, the internal inspection failed with an activated moisture detection sticker and moisture damage to main board. The reported event of unexpected receiver shutdown was confirmed. The root cause could not be determined.